Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement. Boston scientific technical services (ts) discussed possible causes. Additional information indicated that field representative that the cause was not determined. Further, the health care professional (hcp) asked why there was no alert for out-of-range impedance. Ts stated that the out of range limit is configurable in the device then the hcp lowered the limit. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range pacing impedance measurements continue to be observed. The patient was seen in clinic and all measurements were acceptable. Additionally, there was no evidence of noise and attempts to create noise were unsuccessful. Boston scientific technical services (ts) discussed obtaining an x-ray to assess the lead. No adverse patient effects were reported.